Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer is wearing the cartridge tubing facing up, using cold insulin, and had been using the same cartridge and infusion set for over 3 days on the mobi pump. Tandem clinical support educated the customer that the mobi cartridge is to be worn facing down when in use, always use room temperature insulin, and that the cartridge and infusion set is indicated for use with the mobi pump for 3 days. The customer changed the infusion set and cartridge and resumed insulin. A system check was then performed by tandem technical support and no issues were identified. Customer changed the necessary pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.